Event description:
It was reported that the carbolime had been a single canister absorber for 1 week. They had done about 10 hours of surgery using sevoflorane at a flow of 1 lpm. The carbolime was a dark color and smelled like something burnt when removed.

Manufacturer narrative:
A single canister of carbolime is generally good for about 5.5 hours of surgery. Therefore, at 10 hours of surgery, it was used almost twice as long as it should have been. Carbolime needs to be changed based on the color change as it is being used.